Event description:
It was reported that the device was used during a thoracoscopy. It was reported by the rep that (1)tct75 instrument would not fire to the end. The 2nd firing stopped halfway. The case was completed using suture. There was no consequence to the pt.